Event description:
It was reported that before implant procedure, failure to interrogate over bluetooth was noted on the implantable cardioverter defibrillator (ICD). The ICD was replaced. There was no patient involvement.